Event description:
Consultant attended a surgeon meeting in (B)(6) where the following hardware failures were discussed: patient fracture and treatment occurred on unknown date at unknown location. Patient developed non-union after unknown treatment. Fibular graft for non-union was performed on (B)(6) 2008. Patient plated using lcp curved plate on (B)(6) 2008 with subsequent revision grafting. Patient was returned to or on (B)(6) 2009 due to plate breakage. It is not known what patient was revised to.

Event description:
Surgeon indicated anticipated treatment is: infection control and revision plan.

Manufacturer narrative:
(B)(4). Device used for treatment and not diagnosis.(B)(4): placeholder.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Device used as treatment. Placeholder.